Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under (B)(4). Device history record (DHR) review cannot be conducted because the [device was disposed of (and/or) no lot number was provided] by the customer. Methods: no testing methods performed. Results:no results available since no evaluation performed. Conclusion codes: device discarded by user, unable to follow-up. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2. Ep - shuttle rf generator system - 100w, model #: 39d-76x, serial #: (B)(4). 3. Coolflow pump, model #: m-5491-01, serial #: (B)(4). 4. C3 interface cable ¿ therapeutic, model #: d-1286-03-s, 5. C3 external reference patch, model #:d-1283-02, (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent an ischemic ischemic ventricular tachycardia - right (r-isvt) procedure with a smart touch bidirectional sf catheter and suffered a cardiac tamponade and a cardiac arrest which required surgical intervention. The patient's medical history is unknown. It was reported that at the beginning of the procedure, the patient interface unit (piu) of the carto mapping system was not initializing. The problem was resolved following the troubleshooting step by step recommendations. Later in the procedure, there was ablation performed with the smart touch bidirectional sf catheter in the right ventricular outflow tract (rvot) at 35 watts. There was an audible pop heard during the procedure. The patient had a cardiac arrest. Cardiac surgeons were called in order to stop the bleeding. Her chest was opened and pericardial blood was drained. After that, the patient remained in hypotension. Emergency thoracotomy for evacuation of clots was performed. Finally, a suture to the rvot was applied. The surgical team did find a small hole within the heart. The patient fully recovered and her last memory (sedation procedure) was a 'pop'. It was not believed that there was a fault with the catheter. There were no issues or errors with the biosense webster equipment during the procedure that may have contributed to the event. The patient was critical immediately after the event. The patient required 5 days of extended hospitalization for monitoring. The physician's opinion regarding the cause of this adverse event is that it was procedure related. There was an audible steam pop from the smart touch bidirectional sf catheter and the customer thinks it could be from using irrigation in the rvot with a power of 35w which resulted in the cardiac arrest and the cardiac tamponade.